Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system failed to boot up, it was stuck at 00:00. Review of the log file confirmed the soldering bumps of the f-chip, which is used as a component on frame grabber cards. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed the flex vision pc grabber card errors. The defective part was returned for part analysis which was not able to confirm the failure. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse replaced the flexvision pc. After the replacement of flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system failed to boot up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.